Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2016-00044 and 1225714-2016-00045. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and expired five days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.